Manufacturer narrative:
Concomitant medical products: 5076-52- lead, 4296-78, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had multiple right ventricular (rv) lead pacing impedance alerts due to bipolar impedance being high and out of range. Lead trend show bipolar pacing impedance having spurious jumps. The lead was reprogrammed and changed to integrated bipolar. The rv lead remains in use. No patient complications have been reported as a result of this event.